Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2021-05686 should not have been reported as a medical device report (MDR) as device was reported in error.

Manufacturer narrative:
Correction h6: device code 3189 should have been 2950. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18335. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered multiple contacts with impedance issues. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.